Event description:
The sales rep reported the during a shoulder procedure the suture on two of the customer's gryphon proknot br shoulder pulled out of the anchor on both devices. The sales rep reported that the anchors were left in the patient without suture. The sales rep stated that the surgeon drilled two new holes to complete the procedure with two other like devices with no patient consequences but there was a 20 minute delay. No devices being returned. See associated medwatch # 1221934-2015-00872.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be over tensioning of the suture, resulting in the suture bridge breaking on the anchor, releasing the suture from the anchor. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.